Event description:
It was reported to philips that the metal strip protecting the knuckle of the mavic arm holding the lead shield had come out. There was no harm reported. Philips has started an investigation of the complaint.